Event description:
Boston scientific (bsc) crm received information that one day post implant the r-wave amplitude dropped from between 8 and 10mv down to between 1 and 1.5mv. During the lead repositioning procedure, the bsc sales representative experienced difficulty obtaining a r-wave amplitude over 3.5mv. Once the right ventricular (rv) lead sensitivity was increased, the amplitude measurement was 10.5mv. The rv lead was successfully repositioned and remains implanted in the pt. At this time the product remains in service. The dates provided by boston scientific do not match the event description. However, we will report them as they were reported to us.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.